Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021 around 11:00 pm, the patient experienced a seizure and was given glucagon by his mother. Emergency medical services (ems) was called and by the time the ambulance arrived, the patient¿s bg was over 300 mg/dl post glucagon. The patient was transported to the emergency department (ed), blood and urine tests were performed, the patient was provided juice, and released around 3:00 am. The cgm and bg values prior to the administration of glucagon were not provided but the reporter stated there was a 40 ¿ 50 mg/dl point difference between the cgm and bg. At the time of report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.